Event description:
Healthcare professional reported homepatient had pain in her abdomen and shoulder, similar to excessive air, while using the homechoice cycler for automated peritoneal dialysis therapy. According to homepatient, pain occurred during mid-therapy and dissipated a few hrs later. Homepatient stated she noted bubbles in the homechoice set at the beginning and middle of therapy. Homepatient stated she did not know if the pt line of the homechoice set had been fully primed when she connected to it at the start of therapy. Health care prfessional requested a replacement homechoice cycler, and homepatient performed manual exchanges until replacement device arrived. X-rays were taken on 1/8/99 to determine if placement of catheter may have contributed to homepatient's pain, however, x-rays revealed nothing unusual with catheter placement. According to the health care professional there was no pt injury or medical intervention as a result of this incident.